Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the crm assembly and then performed autofill calibration, safety disk leak and autofill tests. The iabp passed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during inspection of the cs300 intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), it was observed that the catheter extender of the cs300 intra-aortic balloon pump (iabp) input was broken. There was no patient involvement, and no adverse event was reported.